Event description:
Customer reported blood glucose results of 36 mg/dl and 351 mg/dl within 10 minutes on the inform system. Customer reported no patient symptoms or treatment. No adverse event reported. A request was made for the return of the system, replacement was sent.